Event description:
A us distributor reported a battery charger was unable to charge a battery.

Manufacturer narrative:
The battery charger was returned and evaluated at the distributor. The reported problem (charger faults) was confirmed. The faults were due to a broken inductor. The charger was fully able to power on and recharge a battery pack. The root cause for the damaged inductor could not be positively identified. There were no adverse events associated with the damaged charger.